Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer stated that the insulin pump is displaying an open circle for the past month. The insulin pump will alarm no delivery and rewind on it's own. The blood glucose reading is 350 mg/dl for the past five days and will not decrease with manual injections. The a1c have been high for the past 30 days. Customer stated that the insulin pump will rewind itself after a no delivery alarm; this action will happen at night while the customer is sleep. He will have to pull the reservoir out of the insulin pump quickly before the rewind process is complete. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).